Event description:
Customer reported that a pump experienced a malfunction after being dropped in a sink with water. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.